Manufacturer narrative:
Updated fields: b4, e1 initial reporter, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned "this keeps happening and we have switched the machines twice any thoughts?". The customer had switched to a third console, which started pumping and providing appropriate waveforms. The customer was unaware of the alarm name on pump 1, but the patient was receiving restriction alarms in a prior conversation. Esp personnel verified with the customer that they had completed the appropriate troubleshooting steps to resolve the internal communication failure alarm by switching out the pump. The customer was given direct contact information, should there be any need for additional troubleshooting assistance.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had internal communication failure alarm. There was no patient harm reported.